Event description:
It was reported that the display of the videolaryngoscope experienced a malfunction where the display would not turn on or display an image. The screen failed completely, and testing was conducted with a new battery, but the display issue persisted. The light-emitting diode (led) on the laryngoscope continued to work despite the screen failure. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a liquid like substance inside the lcd screen. The device was tested in a system with an external power supply. The device was powered on by pushing the power button. The device's camera led light output was functional but the image on the lcd screen was found to be distorted from the liquid like substance. It was reported that the display of the videolaryngoscope experienced a malfunction where the display would not turn on or display an image. The screen failed completely, and testing was conducted with a new battery, but the display issue persisted. The light-emitting diode (led) on the laryngoscope continued to work despite the screen failure. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.